Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) failed to obtain pacing capture and measured a high pacing lead impedance (open circuit).